Event description:
This test strips have not been returned to lifescan product analysis. Lot # 2524530 of the retain test strips were tested and they failed due to a chipped enzyme and a misaligned insulation. At this time, co considers this matter closed.